Manufacturer narrative:
The device was returned d9 was updated.

Event description:
A coordinator stated that a nurse pulled the plug out of the wall and the cord ripped at the distal end, leaving the plug in the wall and the cord frayed. The plug has not been recovered but the automated impella controller unit and cart were sent to the biomedical department to be sent out for repair.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.